Event description:
It was reported that the patient was found to have broken dynamic helical hip system dhhs blade and non-union of a left transcervical femoral neck fracture on a routine post surgical office visit on (B)(6) 2013. The dhhs construct was originally implanted on (B)(6) 2013 during an open reduction internal fixation orif procedure to treat a left transcervical femoral neck fracture, displaced. The broken hardware was removed and the revision was performed during a second orif procedure on (B)(6) 2013. Stable fixation was achieved with a dhhs 135 degree, two-hole side plate and three, 6.5 mm cancellous screws. This report is for one helix blade 110mm. This report is 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient/case ID# (B)(6). A review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
This report is for one, helix blade 110mm. This report is 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the returned part. The part was received in two pieces. One piece consists of the flute section and the other is the shaft. No other remarkable defects noted. A small abraded area on shaft consistent with insertion into plate. Because of the damage, full dimensional measurement was not possible and this complaint is deemed indeterminate from a manufacturing standpoint. A product development event evaluation was also performed for the returned part. The received components show clear evidence of user error. The broken helical blade component was significantly impacted by at least one of the cancellous bone screws either prior or following placement of the helical blade. The force of impact between the blade (as viewed in the patient x-rays) and cancellous screws and weight bearing permission of the patient likely caused the helical blade breakage and consequential non-union followed by revision. It is likely that the user technique for implanting the helical blade too close to the cancellous screw(s) led to the helical blades breakage. The complaint is therefore determined to be invalid from a design perspective.